Event description:
The pt has a pns and scs system. This event is related to the scs system. It was reported the pt's scs system is no longer providing effective pain relief. In turn, the physician elected to explant the system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.